Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is still underway. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. The cause of the check belt message and incoming test failure is still under investigation. A supplemental report will be sent upon completion of evaluation. No adverse event resulted defective belt. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.